Event description:
The physician intended to use an endeavor resolute stent to treat a lesion exhibiting 85% stenosis in the lcx. The device was prepped prior to use. The lesion was pre-dilated using a sprinter balloon, however the endeavor resolute device could not cross the lesion. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and partially bunched. A number of struts on the 5th, 6th and 9th proximal segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusions: target lesion exhibited 85% stenosis. Stent deformation. (B)(4).